Event description:
The reporter stated he is receiving morphine from a pain pump in his spine. The pump started alarming and he called the md and medtronic and neither one was able to help him and his pump alarmed for half an hour. Did not receive a code because he never received a reader for the pump. Also upset that the pump was placed in a mesh pouch and cannot be removed. If they put a small protrusion around the edges of the pump and suture it in then it could be removed later. Would like to work with the FDA to develop something better. Reporter is a research engineer that worked with cryogenic treatments in the past. Do not know lot/model number but dr. (B)(6) has that information.